Event description:
On (B)(4) 2012, it was discovered during product analysis that the patient's settings upon product return were at settings of output=0 ma/frequency = 20 hz/pulse width = 500 usec/on time = 30 sec/off time = 60 sec/magnet output= 0 ma/magnet on time = 30 sec/magnet pulse width = 500 usec which is indicative of a faulted system diagnostics test.

Event description:
Additional information was received on (B)(6) 2012, when the consultant reviewed her handheld's programming history and did not see anything for the patient. She stated that the surgeon would have used her programming system on the date of surgery. She further indicated that they program the patients to an output of 0ma prior to surgery, but this patient's previous settings were output=1ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet pulse width=250usec/magnet on time=60sec therefore she stated it appears that the settings that the generator was received at were not on purpose because the pulse width was 500usec. The consultant reviewed the programming history in the neurologist's handheld as well and did not see a faulted system diagnostics test or programming. Neither the physician nor the staff was able to comment on what happened regarding the patient's settings.

Manufacturer narrative:
Analysis of programming history.